Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left thoracotomy cardia cancer radical procedure. While gripping the liver and stomach ligament ready to fire the instrument cracked and the gun body broke open. The gun body white arrow docking was the part that broke off the device. It is suspected that 1/3 of the black patches not found on the gun and load fell inside the patient cavity. This resulted in 5 x-rays being taken to locate the parts. The surgeon also looked for it but they could not find the component. There was an extension in operating room time. The case was completed using a new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument found that the distal tip of the instrument tube housing was missing from the instrument and the cover tube was observed loose. Due to the noted condition no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.